Event description:
Blood glucose result was 150 mg/dl back to back with a reading of 70 mg/dl performed within less than 5 minutes of each other. It was reported prior to the readings taken, customer took 2 extra tablets of an oral diabetes medication due to a result in the 400s mg/dl. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.